Event description:
A female pt contacted lifecor customer support to report that she went to change her battery pack before bed and the newly charged battery pack caused the device to vibrate "strangely", but the screen did not power up. Support had the pt try to download and the monitor would not power up. Support sent a pt services representative (psr) to replace the pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The pt rec'd a replacement monitor.